Manufacturer narrative:
(B)(4).

Event description:
During a meniscal suture procedure it was reported that when the surgeon deployed t1, both t1 and t2 were deployed at the same time. As a result, neither t1 nor t2 anchored in the meniscal capsule. The surgeon removed the two t¿s, and he used a backup device. It was reported that the patient is in good health and there was a surgical delay of ten minutes.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the insertion needle is dramatically bent on two planes. The suture/t construct was returned for evaluation. Examination of the construct showed the distal end of t1 has broken off, this likely occurred when being removed from the patients meniscus. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).